Event description:
I had lasik eye surgery, which resulted in a litany of problems: dry eyes, ghosting, starbursts and halos at night; an inability to see in low-light situations, and a regression of my vision in my left eye that necessitates the wearing of glasses at all times. I am unable to drive at night very well. I also have recurring infections. I suffered from depression after my eyesight was negatively affected. I was a high myope with large pupils and probably had a pre-existing dry-eye condition that the doctor did not screen me for. I was a terrible candidate for this surgery, but it was done anyway, to my everlasting despair.